Event description:
As reported, per article ''embolized transcatheter aortic valve lodges ''upside-down'' in the proximal aortic arch'', the patient underwent a transcatheter aortic valve replacement using a 29mm sapien 3 ultra valve. The patient presented with shortness of breath and orthopnea and the tricuspid aortic valve had severe insufficiency with right cusp prolapse. The patient declined a surgical aortic valve replacement so was counseled regarding off label transcatheter aortic valve implantation for aortic regurgitation.the patients aortic annular area was 551.2mm2 and the left ventricular outflow tract was 519.3mm2. The valve was deployed with nominal +4ml, due to valve insufficiency, aneurysmal aorta, and the near absence of annular calcium or aortic stenosis.the valve was implanted slightly low (ventricularly) than intended, however seconds later, pigtail catheter aortic root injection showed ventricular migration and immediately a second 29mm sapien 3 ultra valve was deployed partially overlapping the first with nominal +4ml. This valve embolized distally. Using the 29mm commander delivery system (ds) balloon partially inflated an attempt was made to drag the valve to a more distal location in the descending thoracic aorta. This resulted in loss of wire position in the left ventricle. The valve then became lodged in the proximal aortic arch position ''upside down'' oriented 180 degrees off axis from the direction of antegrade systemic aortic blood flow. The ejection fraction rapidly decreased to 20% to 25% by echocardiography. It was decided to proceed with a sternotomy for retrieval of the embolized valve. Left femoral artery/vein cannulation was performed in preparation for the sternotomy; however cardiopulmonary bypass (cbp) support was not immediately initiated. After the sternotomy the patient became progressive hypotensive and cpb was instituted, which achieved immediate hemodynamic improvement. Under circulatory arrest the aortic arch was explored, and the embolized valve was identified at the level of the left carotid and brachiocephalic arteries, with the valve skirt seemingly occluding a portion of the left carotid artery ostium. Safe removal of the valve required crushing of the stent through progressive application of a series of surgical clamps. The first valve was left in its anatomic position because it was subsequently proved to be fully functional.the patient experienced a left middle cerebral artery stroke and pneumonia, which required a 3-week hospital course after which they were discharged to a rehabilitation facility where they exhibited signs of neurological recovery.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment.per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Although the exact cause and source of the events cannot be determined, it is possible patient or procedural factors not provided may have caused or contributed to the events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.the device was used in off-label implantation in the aortic position with near absence of annular calcium or aortic stenosis. As there are no specific IFU or training materials related to procedures with near absence of annular calcium or aortic stenosis, the available training materials were reviewed only for information potentially relevant to the device use.citationvahl, t.p. Thourani, v.h. Makkar, r.r.transcatheter aortic valve implantation in patients with high-risk symptomatic native aortic regurgitation (align-ar): a prospective, multicentre, single-arm studylancet. 2024; 403(10435):1451-1459.